Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event summary: cook was informed of an incident involving a nforce nitinol helical stone extractor. It was reported that the basket of the device could not be opened and closed normally before use during a procedure. Another device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. The complainant returned one nforce nitinol helical stone extractor.. The device was returned with the handle in the open position and the basket formation in the closed position. The mlla (male luer lock adapter) and collet knob were tight and secure. The polyethylene terephthalate tubing [pett] is missing from handle and was not returned. The basket sheath was accordioned near the distal tip of the support sheath. Function test determined the handle does not actuate the basket formation. After a few actuation attempts, the basket sheath completely severed at the accordion location. Cook concluded that the recorded non-conformance was related to this incident. All devices are inspected for damage and functionality multiple times during manufacturing and quality control checks. The complaint device and all other devices in the lot passed the in-process inspections. The 1 related non-conformance was not enough evidence to indicate a possible issue with other devices from the lot. A lot history search found no other complaints have been reported for this lot. Adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: the device is conductive. Avoid contact with any electrified instrument. Precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to have a basket that was closed and could not be opened due to sheath damage. The basket was buckled near the blue strain relief. The sheath damage prevented the motion of the handle from opening the basket. There was not enough evidence/information to determine the cause of the damage. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
(B)(6). PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unspecified procedure, the user checked the basket function of a nforce nitinol helical stone extractor and found the basket did not open and close normally. A new, same type device was used to complete the procedure. The issue with this device was discovered prior to making contact with the patient and it was not used. There was no impact to the patient.